Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy drain. The patient presented to the emergency room, was hospitalized and was "given proper management". At the time of this report, the event was remained ongoing. The cause of the event and action taken with pd therapy were not reported. The reporter declined to provide additional information.